Manufacturer narrative:
Per the tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer was attempting to refill a used cartridge which may have lead to overfilling. Tandem customer technical support informed customer that reusing cartridges are off label per the user guide. Customer loaded a new cartridge to address the issue. Customer's blood glucose was in the high 200s mg/dl.